Event description:
It was reported that the nurse stated that they just got the patient back from computed tomography and when they try to start therapy device did not give a flow rate (fr) and alerts about air leak, patient line open and low flow (alert 01/02). They also had this alert when started therapy earlier in the morning, but after disconnected and reconnected they had good flow rate (fr). Had nurse stop therapy, disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. All lines were straight with no bends or kinks. Good airflow to the back of the device. Restarted therapy and it would prime and then stop therapy. Explained that pads might have been damaged in CT. Discussed with inquirer placing device in manual control and checking the pads one by one, nurse stated that they have a second device handy. They would connect pads to this device and if the device alerts, they would replace the pads. Per customer via phone on (B)(6) 2024, it was reported that therapy was completed on the male patient without any impacts. They turned the device on/off and changed the gel pads. This resolved the issue. The malfunctioning pads were thrown away.

Manufacturer narrative:
The reported event was inconclusive as no sample was received. A potential root cause for this failure could be "misconnection of supply and return lines". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction- a h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was received. A potential root cause for this failure could be "misconnection of supply and return lines". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: h. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they just got the patient back from computed tomography and when they try to start therapy device did not give a flow rate (fr) and alerts about air leak, patient line open and low flow (alert 01/02). They also had this alert when started therapy earlier in the morning, but after disconnected and reconnected they had good flow rate (fr) . Had nurse stop therapy, disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. All lines were straight with no bends or kinks. Good airflow to the back of the device. Restarted therapy and it would prime and then stop therapy. Explained that pads might have been damaged in CT. Discussed with inquirer placing device in manual control and checking the pads one by one, nurse stated that they have a second device handy. They would connect pads to this device and if the device alerts, they would replace the pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they just got the patient back from computed tomography and when they try to start therapy device did not give a flow rate (fr) and alerts about air leak, patient line open and low flow (alert 01/02). They also had this alert when started therapy earlier in the morning, but after disconnected and reconnected they had good flow rate (fr). Had nurse stop therapy, disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. All lines were straight with no bends or kinks. Good airflow to the back of the device. Restarted therapy and it would prime and then stop therapy. Explained that pads might have been damaged in CT. Discussed with inquirer placing device in manual control and checking the pads one by one, nurse stated that they have a second device handy. They would connect pads to this device and if the device alerts, they would replace the pads.